Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info was requested on 12/23/2010 by fax and mail. A completed questionnaire was received on 12/28/2010. (B)(4).

Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. The pt was reported to be post-lasik. In a follow-up, the surgeon reported that the lens was not defective and feels the cause of the refractive surprise was due to the haptics being in the bag while the optic was protruding through a large rhexis. The technician reported the lens was exchanged for a different model. Post-exchange, the patient's ucva is 20/40 (pre-exchange ucva 20/70).